Event description:
Additional information was received indicating additional noise resulting in oversensing was noted on the right atrial (ra) lead after reprogramming. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient experienced discomfort due to atrial (ra) noise resulting in oversensing and inappropriate pacing. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. A holter monitor was used and noise resulting in oversensing and pacing inhibition was noted. Additional reprogramming was performed. The patient was in stable condition.